Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. Based on the available information, a cause for the reported incomplete coaptation/single leaflet device attachment (slda) could not be determined. The reported mitral regurgitation (mr) is a cascading event of the slda. Additionally, mr is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention and hospitalization are the results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report a single leaflet device attachment (slda) requiring intervention. It was reported that on (B)(6) 2023 a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 3-4. One clip was successfully implanted, and the mr was reduced to grade 1. On (B)(6) 2023 it was noted on the discharge echo that the implanted clip was a single leaflet device attachment (slda). On (B)(6) 2023 a secondary mitraclip procedure was performed to treat recurrent mr grade 3-4 due to the previously implanted clip detaching from the posterior leaflet. An additional clip was implanted to stabilize the slda clip. The procedure was concluded with a resulting mr of grade <1. There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.